Event description:
It was reported that patient presented in clinic for follow-up. Upon review of chest x-ray imaging, it was noted that the pacemaker had migrated, and the atrial/right ventricular leads had dislodged due to twiddler's syndrome. It was also noted that atrial lead exhibited loss of capture. The whole system was explanted as a result. Patient condition was stable.

Manufacturer narrative:
The device was returned due to twiddler concerns, with no apparent malfunction. The device was received with normal output and telemetry communication. Electrical and mechanical tests performed including outputs verification and evaluation of the header connectors did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.